Event description:
It was reported that during the induction testing, the physician heard a popping sound in the pocket. Following the induction test, the high voltage lead impedance was measuring greater than 200 ohms, the charge times were >28 seconds, and the therapies were not converting the patient. The decision was made to replace the ICD and the lead.